Manufacturer narrative:
Report required by FDA for eua. In section c, the initial report missed to note that the test product is not a combination product. In section d4, the lot number was not provided by the user and was meant to be reflected in the initial report.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative rapid test followed.